Manufacturer narrative:
Additional information d9, h3, h6, h10 : h10: the device was received for evaluation. During functional testing system error 320 was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be failed lower aux. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound animation when the set is being loaded. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.